Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 60 mg/dl. Customer was feeling shaking, anxiety, heart pounding. It was unknown that auto mode feature was active or not at the time of event. Customer also reported that the retainer ring was loss. The customer will continue to use the device.